Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon did not inflate. They could not be able to inject any water at all.

Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with sample port connector and syringe. The second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and inflated properly with no issues. With the return syringe attached the catheter ballon deflated passively in 1 min 22 seconds with no issues. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon did not inflate. They could not be able to inject any water at all. Per investigator's notification received on 12jun2025, it was reported that asymmetrical balloon was found during sample evaluation.